Manufacturer narrative:
A1 patient identifier (B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because that information is not documented in the electronic medical records kept by this clinical trial and the device packaging was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported urinary retention and hospitalization occurred. The patient underwent a pulse field ablation (pfa) procedure using a farawave catheter. Post procedurally on the same day, the patient presented to the emergency department with urinary retention. A foley catheter was placed for twenty-four (24) hours and removed prior to the patient being discharged one (1) day post index procedure.